Manufacturer narrative:
Device evaluation: one smiths medical cadd medication cassette reservoir, part number 21-7301-24, was returned for analysis in used condition without its original packaging. Visual inspection showed no discrepancies. Functional testing involved using a syringe to infuse water into the assembly bag and showed the device was leaking, specifically at the top corner near the pump tube connection. A review of manufacturing processes was performed. It was verified that procedures in the assembly process and quality check process were being properly followed. The investigation determined a possible, but unconfirmed, source of the reported issue to be that the loading operation of the assembly bag was not handled properly. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received that during filling of this smiths medical cadd cassette reservoirs, the customer noticed medical fluid leaked from the cassette. No problem was observed in the pump and no patient injury reported.